Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
The surgeon indicated that during a one day postoperative exam, he observed a fiber tucked in the clear corneal incision. He did not remove the fiber as he indicated there was no significant risk by leaving it. No additional info is expected.